Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to securely attach the connector is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt two-piece connector assembly was provided for evaluation. The catheter is not shown, and the connector segments are assembled together. No apparent damage is visible on the locking arms or outer surface. The condition of the compression sleeve could not be inspected from the image provided. Based on the information provided, possible contributing factors include assembly technique and damaged connector. Since the reported issue could not be confirmed from the image provided, the complaint remains inconclusive at this time. A lot history review (lhr) of redv4016 showed seventeen other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was placed in this patient for the first time, the connector and the catheter were not engaged firmly and separated very easily. It was reported this occurred with five devices. This report addresses the first device.